Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker¿s electronic complaint systems. The visual investigation revealed that the stop pin, laser-wielded to the expanding sleeve broke due to too high bending forces. The fracture surface of the welding seam between the stop pin and expanding sleeve showed appearance of a forced rupture. The geometry of the welding seam indicated that the laser-welding seam was correctly performed. Moreover, the stop bar of the screw showed heavy plastic deformations due to the collision and friction with the stop pin. Because of the too high torsional forces acting several times during application, too high bending forces developed on the stop pin finally causing breakage of the laser-welding seam between the stop pin and expanding sleeve. Based on the investigation the root cause was attributed to a user related issue. Indications for material or manufacturing related issues were not found in the investigation. Indications for material or manufacturing related issues could not be found in the investigation.

Event description:
Upon inspection of the returned loner kit from the hospital it was found that the stop pin of the fixation pin was broken.